Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 43 during rewind. Customer's blood glucose level was 90 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed no motor movement error during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. No error in the motor noted. However, the insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification and passed self-test. The insulin pump had minor scratches on the lcd window.